Event description:
Related manufacturer reference number: 2017865-2023-46813. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be connected to the pacemaker. The header of the pacemaker had also detached after several attempts to connect. The pacemaker and the rv lead was removed and replaced during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of connection problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection found the header was not returned for analysis as it had broken off from device can, consistent with damage from implant procedure. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.